Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called in to inquire about the scroll wrap and was wondering if their insulin pump was on the recall list. The patient's blood glucose level was at 163 mg/dl. The customer stated that their insulin pump is on a suspend mode because they are afraid of revving any more bolus. The customer was informed once the suspend mode is activated that the bolus will stop completely even after turning the pump back on. The customer turned the pump back on and it functioned as designed. No further information was provided.